Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, there was no visible evidence of moisture behind the display lens. There was no visible damage to the pump case. The keypad was intact without damage. There was no visible moisture in the cartridge compartment. A leak test was performed revealing a leak at the display lens. The pump was opened for investigation and revealed evidence of moisture residue inside the pump on the internal components and the printed circuit boards.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.